Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery was dead on arrival. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Date of report:19sep2018. Date rec¿d by MFR:12jun2018. Correction: usage of device. Additional information: date of event (estimated date) (B)(6) 2017; added UDI; additional MFR narrative: the backup battery was returned to philips and forwarded to the battery manufacturer for additional testing. Reportedly, the cause of the failure was due to an open fuse and a short.